Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cycle count item issue. A technical support specialist instructed customer on how to cycle count the key back into the cabinet but did not have the necessary permissions and advised that the director of nursing would need to perform this action to resolve the issue. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user attempted to obtain medication and retrieved a key. During medication issuance, the user left the cabinet. Upon returning, the system had logged out, and the user needed to know how to return the key to the cabinet. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.